Event description:
During a left coronary angioplasty while watching the fluoroscope, the dr noticed that air had been injected into a pt. The pt tolerated the air and is now fine. No long-term harm or injury occurred as a result. This report represents the second of three incidents reported as the same time to merit medical systems by the same hospital.